Event description:
A 25 mm ez-io needle was inserted into the right proximal tibia and was unable to unscrew/remove the stylet from the catheter in order to attach the saline lock, as the plastic was fused together and was unable to be removed. As such, the io was not able to be used. The patient would not allow an additional io attempt and due to this event, vascular access was not able to be obtained and a critical medication (adenosine) was not able to be delivered. Furthermore, the patient would not permit cardioversion, so the patient remained in unstable svt in a hypotensive state.